Event description:
Indroducer catheter placed via sacral hiatus to caudal epidural space in order to perform epidurolysis procedure and epidural steroid injection. Introducer catheter did not come out easily at the end of the procedure. The catheter streched out while being removed, and seemed that it would not be able to be taken out without breaking and leaving the tip in the pt. A small cut was made in the skin around the catheter, and the catheter was grabbed with a hemostat in order to remove it whole.